Manufacturer narrative:
Exemption number e2016032. (B)(4) summary of investigational findings: the investigation is based only on description of event and concerns a patient withtype ia endoleak. No imaging was provided to aid in the investigation. There is no objective evidence to determine if the root cause for this incident is procedural, patient or device related. At this time a definitive root cause could not be determined. Cook medical will reopen its investigation if additional information is received. No evidence to sugest that the device was not manufatured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# zteg-2p-36-202-pf-us. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2015 the grafts were planted for thoracic aortic aneurysm. The patient now presents on a 2 year follow up with a type 1a endoleak. Patient outcome: the doctor plans to do a secondary intervention using appus endoanchors to repair the type 1a endoleak. This procedure has not been confirmed or booked as of now.